Manufacturer narrative:
It was reported that the patient went into left bundle branch block during navitor valve implant procedure and didn't recover after implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was result of case-specific circumstance as a pacemaker was implanted to resolve the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while crossing the valve with a non-abbott guidewire, the patient went into left bundle branch block (lbbb). The valve was implanted at a depth of 3mm, but the patients lbbb didn't recover. On (B)(6) 2025, a pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while crossing the valve with a non-abbott guidewire, the patient went into left bundle branch block (lbbb). The valve was implanted at a depth of 3mm, but the patients lbbb didn't recover. On (B)(6) 2025, a pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.